Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported air flowed back into the irrigation bottle during a cataract surgery and the system message was frequently seen. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the reported description it has been determined that there were no bubbles in the eye. This was a report for a system message that displayed change the bottle thus complaint is considered to be a non-reportable malfunction.